Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the 2 runs in question were reviewed. Both runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Patient sample ID (B)(6) tested on 07/29/2020 was invalid. The sample did not generate a result as it received error code 4453 (maximum cycle difference between CT and adjusted fcn was exceeded for assay). As sample ID (B)(6) was invalid (no result was generated) this sample cannot be considered discrepant with the genexpert result. Patient sample ID (B)(6) tested on 07/29/2020 was negative for sars-cov-2. There were no signs of amplification. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507840 is performing outside of established design performance specifications. Through this data review it was determined that the customer ran lot 507840 and not 505380, which was included in the initial report. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507840 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 507840. The corrective and preventive action (CAPA) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507840 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507840 did not identify any additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507840 was not identified. Expiration date and date of manufacture have been updated as lot number was updated through the investigation process.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Customer called to report discrepant results on two samples when running the realtime sars-cov-2 assay. The customer identified sample graphs from two separate runs generated on (B)(6) 2020, which the customer deemed weird so samples were repeated on a different platform. Sample (B)(6) was invalid for ec 4453; therefore no result was generated and cannot be considered discrepant with the genexpert result. Sample (B)(6) was valid. The sample generated a not detected result on realtime and a positive result when repeated on genexpert. Positive results were reported outside the lab. Suspect results generated on the realtime sars-cov-2 assay were not released; therefore suspect results did not impact patient management.